Event description:
The generator displayed error 5, instrument error, after 15 minuts of use. The instrument tip was cleaned and the disposable was retightened with same result. A second disposable was used in which an error 5 was displayed after 15 minutes of use. The handpiec was replaced with the same result, error 5. A third disposable was used resulting in an error 5 after 15 minutes of use. No patient consequences.